Event description:
It was reported that the patient had an infected toe with a history of diabetes. Infection went systemic leading to bacterial endocarditis. An echocardiogram showed vegetation on the right ventricular lead and the tricuspid valve. The device and lead were explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted and there was apparent explant damage.